Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it was scrapped at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following bilateral femoral osteotomy revision procedures due to malunion, the patient was revised again due to migration of the plate. Patient was revised to intermedullary nails and was noted to be doing well at two-week follow-up visit. No additional patient consequences were reported.